Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported leaking cartridges when filling with approximately 90 units. The user stated the issue did not occur when filling the cartridge completely as recommended. Replacement cartridges were issued. There were no reports that the user¿s blood glucose was affected.